Manufacturer narrative:
Reviewing the provided videos and images from customer it was concluded that the unit displayed an error with the shutter. Therefore, the reported allegations in this complaint have been confirmed. Most likely the component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the most probable cause of cause traced to component failure is selected for the complaint.

Event description:
It was reported that prior to a procedure, during the startup of the console device, it displayed an error message and the device could not be used. The patient was already under epidural anesthesia and the procedure was canceled. There were no patient complications.